Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation of the device showed over-sensed noise exhibited by the right ventricular (rv) lead. Noise inhibited pacing in the right atrium. There were no patient consequences. Further information was requested but not received.